Event description:
After 5+ months of implantation, this ICD was explanted because it was reported that the device alledgedly was unable to defibrillate the pt. It was also reported that the device improperly sensed and shocked the pt during dialysis. An ela rep and the pt's primary physician checked the device approx a month before explantation and the device was operating according to specifications.